Event description:
It was reported that the following issue was observed on the device: ¿broken pressure disc holder.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I replaced the broken pressure disc holder with a new one.I recalibrated the unit, and ran it through all of its pm tests, with no issues.I noticed that the plunger driver shaft sits at an angle when fully extended. This can make it difficult to move it up and down but had no impact on the functionality of the unit or any of its test results.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in adverse event problemof this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: no product will be returned.